Event description:
On the 24th october 2014, lenstec ((B)(4)) inc. Received via email a complaint stating "cracked / torn lens, implant/explant date (B)(6) 2014, no patient injury, dr. (B)(6) states that when it came out in a big wad, there was a crack in it - was a preloaded iol. Another lens used successfully". Further information received stated that viscoelastic was used and it was unknown if the incision was enlarged. The pli was returned via the returns authorization number (B)(4) and was received at lenstec ((B)(4)) inc. On the 28th october 2014, the iol was not returned for investigation.